Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave ablation catheter, the patient experienced anxiety attacks, acid reflux, and chest pain. After the procedure the patient reported experiencing an anxiety attack when waking up from anesthesia and they were given a sedative before being sent home the same day. That same night they reported another anxiety attack and acid reflux. Two days after the procedure, the patient went to the emergency room for chest pain. They were then admitted to the hospital for bloodwork. Elevated troponin levels (7,300) were found. Her ejection fraction rate was 55-60 percent (prior diagnosis of congestive heart failure). On the third day of her hospitalization, her troponin levels were still elevated (over 8,000) and she received medication for the acid reflux and the anxiety, additionally spironolactone was discontinued. The patient was discharged from the hospital and noted they were "feeling better." The patient stated they had ongoing personal problems that may have caused or contributed to the anxiety they experienced. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. Patient history: congestive heart failure.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.